Manufacturer narrative:
B3 date of event is estimated. The unit was returned for evaluation on 29-oct-2025. The unit was returned with a burning smell complaint; however, the issue could not be confirmed during testing. Inspection revealed high internal pressure caused by a muffler filled with dust, leading to a blockage at the feed port and resulting in low sieve life (0%), low internal 02 (64.9%), and low external 02 (56.2%). The psa cycle value (10) from the data log indicates possible zeolite contamination due to moisture. Additionally, the fan was misaligned and contacting the accumulator, likely from a high-impact incident such as the unit being dropped.

Event description:
It was reported that the patient's unit had a burning smell while it was in use. As a result, the patient reported that they were getting dizzy. A replacement unit was sent to the patient. The inogen team attempted to contact the patient for further information three times with no response.